Event description:
Additional information was received from the patient. They reported that patient called back stating receiving a follow up letter. Patient is not sure why wires came off spine and the dr does not know. Patient states this is the fourth time having leads done. Patient states being told the wires are going backwards and the dr has not seen anything like this before. Patient states on november 6th they are going to try to put another wire on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2tdxk serial# implanted: (B)(6) 2023 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they needed an MRI. Patient stated the MRI center was giving them a hard time and they were asking for MRI eligibility. During call, patient services walked patient through how to put device into MRI mode; patient showed full body eligible. When patient initially entered in therapy app, they saw the maximum settings reached message and patient was able to exit out of message by hitting ok. Patient entered MRI and said they didn't want to exit out of MRI mode because they wanted their therapy to remain off because the therapy wasn't working for the patient anyways. Patient services reviewed info about MRI mode--that patient would have to re-enter MRI mode for screen to appear for MRI tech to see. Patient was in MRI mode. Patient said they noticed 3 weeks ago that therapy wasn't working for them and then at the hcp appointment they went to on tuesday they were told that their lead wire had "come off of their spine." Patient stated a manufacturer representative (rep) showed them how to get into and out of MRI mode at that hcp appointment, but they had forgotten how to do it. Patient mentioned this was their 3rd device. Additional information was received from the patient. They reported that they contacted their hcp about the issue and had an appointment on (B)(6) 2024. When asked the cause of the maximum settings message and inability to increase their stimulation, the patient stated the wires were no longer attached; the wires came loose and twisted. Patient clarified that the other two devices they have had were from another company.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. The reason for call was patient said they have a bowel thing in their back and need to have a cat scan tomorrow. Patient wanted to know how to turn their therapy off. Agent walked the patient through connecting to their settings and the patient saw a max settings message. Patient was able to dismiss message and turn therapy off during the call. Agent reviewed to contact hcp if message continues. Reviewed therapy adjustment information. Additional information received indicated that the patient called back to ask for assistance turning therapy back on after cat scan. Reviewed programmer use. The patient turned therapy on and again encountered maximum settings reached message. Patient indicated they have the device implanted for fecal incontinence but were presently having issues with constipation and had not had a bowel movement in 8 days. The patient wanted to know if the device could be causing this issue. Reviewed adverse changes to bladder or bowel function are possible risks. Recommended patient seek medical attention. Patient decided they will turn therapy off for the weekend to further assess bowel issues. The patient called back and reiterated previous issue that they'd gotten the maximum setting message and couldn't increase their stimulation. Patient stated they reached out to their health care provider (hcp) and they stated the patient's system needed to be "reset" and told the patient to call patient services to reset it over the phone. Patient services reviewed the role of {patient services and the mdt representative with the patient and offered to give the patient the national answering service (nas) number for the facility to call to page a rep even if the hcp was out of the office but the patient declined. Patient stated they would call their health care provider (hcp) to schedule an appointment/discuss plan.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.